Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy procedure the black diamond micro forceps instrument tips did not align. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the one tip was bent close to the tip area. The grips should be straight against the other tip. Engineering concluded that damage to the tips were likely due to mishandling. Engineering also found indentations on the edges of the pulley and some scratches on the surface of the pulley. There were also various scratches on the distal end of the maintube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage to the main tube was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.